Event description:
The facility's "ICU/ccu" educator reported to baxter (B)(4) that an interlink syringe adaptor set had a leaking filter. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. Visual inspection revealed that the white cap which is attached to the syringe adaptor had a crack, confirming the reported condition. The root cause of this condition could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.